Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a 43 cm (17") appx 2.8 ml, amber transfer set w/chemoclave additive port, rotating luer, filter cap and it was reported that the tubing detached from the spike. This time, the rupture occurred in the chemotherapy unit, exposing both the medical staff and the patient. The event was observed during use on a patient and during setup. The product spilled without touching the patient; the nurse was wearing gloves. There was a delay in therapy around one hour. The drug involved was carboplatin. The customer stated she observed physical defects in the device. There was patient involvement, and no patient harm.